Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was issuing ¿warning, device service required¿ prompt alongside a flashing red status indicator. The reported fault was attributed to a failure of the current mode controller, which forms part of the device charging circuitry. Information from the device memory showed 5 instances of temperatures below the indicated minimum of 0ºc, which may have contributed to the failure of component. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that an error condition occurred (as indicated by visual and audio prompt) but there was no confirmation of a failure to the critical functionality of the device. However, the investigation of the device determined that the reported fault was due to a failure of the current mode controller. This fault may prevent shock therapy being delivered. There was no patient involvement reported with this event.